Manufacturer narrative:
The failure of the product to power on was confirmed. Final analysis also identified and confirmed burnt components on both sides of the main pcb and on it's inner casing. The visual inspection revealed no physical damage to the outer housing of the merlin@home transmitter and no physical damage to the outer casing of the ac power adapter; however, the inspection of the green contact strips in the ac power adapter confirmed the burnt damage. In turn, the transmitter was not plugged into a working ac electrical outlet. Upon opening the ac power adapter, inspection revealed that there were burnt components on both sides of the main pcb and on its¿ inner casing. After opening the transmitter, inspection revealed that there were multiple burnt components on the main pcb. As a result, we can conclude that the merlin@home transmitter and ac power adapter was not damaged due to a product malfunction but instead to high current flow through the ac wall power outlet, thus damaging their respective main pcb. The failure was contained within the housing and posed no risk of exposure to the user or patient.

Event description:
The patient reported the transmitter would not turn on. Possible thermal damage was noted on a prong from the power adapter, however a power surge, leading to the thermal damage could not be ruled out. Additional information regarding the existence of an external power surge was requested but not provided. Once the product was returned for analysis, thermal damage was confirmed. This report is to advise of a confirmed event observed during analysis.